Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterus) during surgery was perforated/ essure placement failure"), device dislocation ("absence of the left sided essure coil / coil not seen on hsg/ migration of essure device location of device:they couldn't find the essure in my left tube/device never visualized after implant") and pelvic pain ("pelvic pain / pain") in a 37-year-old female patient who had essure (batch no. 626215) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hypotension, heavy periods, weight gain, umbilical hernia, multiparous, device insertion failed in (B)(6) , benign essential hypertension, asthma and premature delivery. There is no essure coil on left. Concurrent conditions included anesthesia, menometrorrhagia, ovarian cyst, uterine leiomyoma, menorrhagia, uterine polyp, uterine fibroids and gerd. Concomitant products included ethinylestradiol;norethisterone (necon) from (B)(6) 2008 to (B)(6) 2008 for birth control, medroxyprogesterone acetate (depo provera) in (B)(6) 2015 for bleeding genital, drospirenone + ethinylestradiol (yaz) for contraception as well as dexlansoprazole (dexilant) since (B)(6) , esomeprazole since (B)(6) , ibuprofen, metoclopramide (reglan), montelukast sodium (singulair) from (B)(6) to (B)(6) , paracetamol (tylenol) and sucralfate (carafate). On (B)(6) 2008, the patient had essure inserted. In (B)(6) , the patient experienced uterine perforation (seriousness criterion medically significant), device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("spotting / abnormal bleeding (vaginal)"), menorrhagia ("prolonged periods/ abnormal bleeding (menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping),"). In (B)(6) , the patient experienced umbilical hernia ("gastrointestinal or digestive system condition type: umbilical hernia") and abdominal hernia ("gastrointestinal or digestive system condition type: ventral hernia."). On (B)(6) 2012, the patient experienced uterine polyp ("reproductive system disorder or condition : uterine polyps") and ovarian cyst ("reproductive system disorder or condition : left ovary cyst") and was found to have uterine leiomyoma ("reproductive system disorder or condition : uterine fibroids"), 4 years 2 months after insertion of essure. On an unknown date, the patient experienced back pain ("pain-lower back and right side"). The patient was treated with surgery (hysterectomy(full), salpingectomy, oophorectomy, tubal ligation and fibroid resection). Essure was removed in (B)(6) 2016. At the time of the report, the uterine perforation, device dislocation, vaginal haemorrhage, menorrhagia, dysmenorrhoea, uterine polyp, uterine leiomyoma, ovarian cyst, umbilical hernia and abdominal hernia outcome was unknown and the pelvic pain and back pain had resolved. The reporter considered abdominal hernia, back pain, device dislocation, dysmenorrhoea, menorrhagia, ovarian cyst, pelvic pain, umbilical hernia, uterine leiomyoma, uterine perforation, uterine polyp and vaginal haemorrhage to be related to essure. The reporter commented: insertion detail: the patient desires permanent sterilization and past failed essure ((B)(6) 2009). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: absence of the left sided essure coil. Right side essure coil is noted. Smear cervix - in (B)(6) : result: positive for ascus, negative for hpv. Most recent follow-up information incorporated above includes: on 6-feb-2019: plaintiff fact sheet :events added- dysmenorrhea (cramping),perforation (uterus) during surgery was perforated, reproductive system disorder or condition type of disorder or condition: uterine polyps and uterine fibroids, left ovarian cyst, gastrointestinal or digestive system condition type: umbilical hernia, ventral hernia, pain-lower back and right side, essure placement failure. Verbatim ¿migration of essure device location of device:they couldn't find the essure in my left tube/device never visualized after implant¿ clubbed with event ¿device dislocation.¿ outcome of events pelvic pain and back pain updated to ¿recovered / resolved¿. Reporter information added.concomitant products added. Patient¿s medical history added. Lab details added. Device expulsion is updated to device dislocation. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterus) during surgery was perforated/ essure placement failure"), device dislocation ("absence of the left sided essure coil / coil not seen on hsg/ migration of essure device location of device:they couldn't find the essure in my left tube/device never visualized after implant") and pelvic pain ("pelvic pain / pain") in a 37-year-old female patient who had essure (batch no. 626215) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hypotension, heavy periods, weight gain, umbilical hernia, multiparous, device insertion failed in 2008, benign essential hypertension, asthma and premature delivery. There is no essure coil on left. Concurrent conditions included anesthesia, menometrorrhagia, ovarian cyst, uterine leiomyoma, menorrhagia, uterine polyp, uterine fibroids and gerd. Concomitant products included ethinylestradiol;norethisterone (necon) from (B)(6) 2008 for birth control, medroxyprogesterone acetate (depo provera) in (B)(6) 2015 for bleeding genital, drospirenone + ethinylestradiol (yaz) for contraception as well as dexlansoprazole (dexilant) since 2003, esomeprazole since 2003, ibuprofen, metoclopramide (reglan), montelukast sodium (singulair) from 2003 to 2006, paracetamol (tylenol) and sucralfate (carafate). On (B)(6) 2008, the patient had essure inserted. In 2008, the patient experienced uterine perforation (seriousness criterion medically significant), device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("spotting / abnormal bleeding (vaginal)"), menorrhagia ("prolonged periods/ abnormal bleeding (menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping),"). In 2009, the patient experienced umbilical hernia ("gastrointestinal or digestive system condition type: umbilical hernia") and abdominal hernia ("gastrointestinal or digestive system condition type: ventral hernia."). On (B)(6) 2012, the patient experienced uterine polyp ("reproductive system disorder or condition : uterine polyps") and ovarian cyst ("reproductive system disorder or condition : left ovary cyst") and was found to have uterine leiomyoma ("reproductive system disorder or condition : uterine fibroids"), 4 years 2 months after insertion of essure. On an unknown date, the patient experienced back pain ("pain-lower back and right side"). The patient was treated with surgery (hysterectomy(full), salpingectomy, oophorectomy, tubal ligation and fibroid resection). Essure was removed in (B)(6) 2016. At the time of the report, the uterine perforation, device dislocation, vaginal haemorrhage, menorrhagia, dysmenorrhoea, uterine polyp, uterine leiomyoma, ovarian cyst, umbilical hernia and abdominal hernia outcome was unknown and the pelvic pain and back pain had resolved. The reporter considered abdominal hernia, back pain, device dislocation, dysmenorrhoea, menorrhagia, ovarian cyst, pelvic pain, umbilical hernia, uterine leiomyoma, uterine perforation, uterine polyp and vaginal haemorrhage to be related to essure. The reporter commented: insertion detail: the patient desires permanent sterilization and past failed essure ((B)(6) 2009). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: absence of the left sided essure coil. Right side essure coil is noted. Smear cervix - in 2009: result: positive for ascus, negative for hpv. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-apr-2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in an adult female patient who had essure (batch no. 626215) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hypotension, heavy periods, weight gain, umbilical hernia, multiparous and device insertion failed in 2008. There is no essure coil on left. Concurrent conditions included anesthesia, menometrorrhagia, ovarian cyst, uterine leiomyoma, menorrhagia, uterine polyp, uterine fibroids and gerd. In 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("spotting"), menorrhagia ("prolonged periods") and device expulsion ("absence of the left sided essure coil / coil not seen on hsg"). The patient was treated with surgery (to remove essure implant). Essure was removed in february 2016. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia and device expulsion outcome was unknown. The reporter considered device expulsion, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: insertion detail: the patient desires permanent sterilization and past failed essure ((B)(6) 2009). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: absence of the left sided essure coil. Right side essure coil is noted. Most recent follow-up information incorporated above includes: on (B)(6) 2019: reporter information was added. This case is medically confirmed. Her demographic was updated. Her historical and concurrent condition was added. Lab data was added. Essure insertion date was updated to 2008 (previously reported as 2014). Essure lot number was added. Per medical record: event: absence of the left sided essure coil /coil not seen on hsg was added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("spotting") and menorrhagia ("prolonged periods"). The patient was treated with surgery (to remove essure implant). Essure was removed in (B)(6) 2016. At the time of the report, the pelvic pain, vaginal haemorrhage and menorrhagia outcome was unknown. The reporter considered menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.